Event description:
It was reported that the customer was hospitalized for hbgs. It was indicated that there was an occlusion and the customer did not change out the set. The programming and histories were accurate. Troubleshooting was done and the pump passed the functional tests. It was conveyed that the pump is operating as designed. Instructed nurse to have the customer follow two hbg rule.